Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint is confirmed, the device has a leak in the light guide tube and the brush does not pass through the suction cylinder. The most probable cause of the complaint is d15, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited excessive buckling on the light guide tube. There was no patient involvement.